Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. The patient was prescribed antibiotics, however the infection did not clear. As a result, the patient underwent surgical intervention wherein the scs system was explanted. Follow-up indicated that the patient was admitted to the hospital, prescribed additional antibiotics and will seek an infectious disease physician.